Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels, reaching approximately 400 mg/dl, and small trace of ketones over the past few weeks. Contact stated they believe elevated bg's are due to the pump basal rate and bolus ratio needing to be adjusted, and are not due to the pump or supplies. Reportedly, they are working with their health care professional on pump settings. Customer delivered a bolus to stabilize bg levels.